Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This product was reported in error. New information states it was the tibial tray (item:(B)(4)/lot: 2012080346) manufactured by biomet spain that was the complaint product.

Event description:
It was reported patient underwent knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to mobilization of the polyethylene bearing as the locking bar was not engaged. The locking bar system was removed and replaced.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.